Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: nim4cpb1, serial/lot #: (B)(6), UDI#: (B)(4). Product ID: nim4cpb1, serial/lot #: (B)(6), UDI#: (B)(4). Product analysis: console ((B)(6)). Product analysis stated no abnormalities were found in device. Imdrf codes: img g02030, fdd a090803, fdr c19, fdc d1102 < (>&<)> fdm b01 product analysis: patient interface ((B)(6)). Product analysis stated no abnormalities were found in device. Imdrf codes: img g02005, fdd a090803, fdr c19, fdc d1102 < (>&<)> fdm b01 product analysis: patient interface ((B)(6)). Product analysis stated no abnormalities were found in device. Imdrf codes: img g02005, fdd a090803, fdr c19, fdc d1102 < (>&<)> fdm b01. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during procedure in nim device at times it was overstimulating and in other cases under stimulating. There was no patient impact.